Manufacturer narrative:
Additional information received indicated that the mayfield skull clamp was used in a craniotomy for a tumor removal procedure. There was no patient injury and no delay in surgery.

Manufacturer narrative:
Unique device identifier: (B)(4). Device history record - the DHR shows no abnormalities related to the reported failure. The mayfield infinity skull clamp was returned for evaluation: failure analysis: unit received with the left and right pawls cracked and the ratchet extension arm would not hold in the base. Unit received without the pedi rocker arm or suitcase. General maintenance and cleaning required. Root cause: the reported complaint was confirmed via inspection of the item. The ratchet extension arm would not hold in the base. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield infinity skull clamp (a2114) was slipping along the ratchet arm extension, and it appeared that the extension may not be engaging the locking mechanism within the plunger.. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay. Additional information has been requested.